Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that for the last two weeks their blood glucose level in the evening would be around 400 mg/dl to 500 mg/dl. The customer¿s current blood glucose level was 182 mg/dl. The customer stated they had nausea. They treated their high blood glucose with the insulin pump. Troubleshooting was performed on the insulin pump. They passed the self-test. The device will not be returned for analysis.